Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension was within product specification. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage and the helix clogged with blood. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage.

Event description:
It was reported that patient presented for post operation device check. Upon chest x-ray, it was observed that right atrial (ra) lead had dislodged. During repositioning of the lead, it was noted that lead could not be extended. The lead was explanted and replaced with new lead. Patient condition was stable throughout procedure.